Event description:
A report was received that the patient¿s pocket site was very sore and tender to touch. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s pocket site was very sore and tender to touch. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The source of the soreness at the incision site could not be determined. The ipg passed all the required tests and it revealed no anomalies.

Event description:
A report was received that the patient¿s pocket site was very sore and tender to touch. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.